Manufacturer narrative:
(B)(4).

Event description:
At implant the ins was unresponsive to telemetry attempts by physician and pt programmers and a recharger. The physician programmer read "invalid serial number". A new ins was used.